Event description:
Customer called to report a hospitalization due to high blood glucose. The customer received the recall letter regarding the reservoirs. The blood glucose is 193 mg/dl. The blood glucose reading at the time of the event was 800 mg/dl. Customer had a heart attack. Customer also had a subarachnoid hemorrhage. Customer was unconscious. Nothing further reported.

Manufacturer narrative:
The insulin pump returned with stripped coin slot battery cap. The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery tet due to prime/fill anomaly. The insulin pump passed the displacement test.